Manufacturer narrative:
Product code: orthopedic stereotaxic instrument. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative disc disease levels implanted: l2-s1 it was reported that intra-op, surgeon was making final few turns placing s1 pedicle screw and encountered heavy resistance. The tip of the driver broke off due to this event. The product came in contact with the patient. No fragment of the instrument remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of the instrument tip has been stripped, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Visual analysis of the tip of the driver's inner shaft reveals that the head of the driver has been stripped consistent with torsional overload during use. If information is provided in the future, a supplemental report will be issued.